Event description:
It was reported that during a pph procedure, the instrument misfired and 30% of the staple line was missing. The physician sutured the area where he had missing staples. There was no additional consequence. One device is being returned.